Event description:
According to available information, this device required replacement due to a leak. A possible infection was also noted. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the inlet tube of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination, it was concluded that the observed separation in the exhaust tube of cylinder 2 would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.